Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear plastic bag. Provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report due to a crack in the catheter. The device was returned with the balloon deflated and an unknown clear substance inside. During the evaluation a functional test was performed on the returned device. A cook dilation syringe (ds-60cc-s) was filled with water and attached to the balloon inflation port. The syringe was placed into an inflation handle, and negative pressure was applied to the balloon. After applying negative pressure, the balloon was attempted to be inflated. The balloon was able to be inflated, however, it would not hold pressure. During a visual examination of the device a leakage was observed from a small crack in one of the kinked areas of the outer blue sheath of the catheter. The kink/crack was located approximately 134.2 cm from the distal end of the white strain relief. Additional kinks/bends in the catheter were also observed approximately 121 cm, 122 cm, and 137 cm from the distal end of the white strain relief. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. Note: the stem bumper from the proximal tip of the wire guide was not included in the return. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report due to a crack in the catheter. A corrective action (CAPA) has been initiated to reduce occurrences of catheter cracking, splitting, or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. It is unknown if negative pressure and/or lubrication was applied to the balloon prior to advancement through the endoscope. Negative pressure and applying lubrication will aid in balloon preservation and optimize balloon performance. The instructions for use direct the user "to facilitate passage through the endoscope, apply negative pressure to the device." In addition, the user is further instructed to "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel" and to "maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an unknown endoscopic procedure, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. It was reported [that] when they [user] started the dilation procedure and attempted to inflate the balloon in an unknown location, they found out that there was a hole and could not inflate it. It was removed and another hercules balloon was used with no other consequences to the patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
During an unknown endoscopic procedure, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. It was reported [that] when they [user] started the dilation procedure and attempted to inflate the balloon in an unknown location, they found out that there was a hole and could not inflate it. It was removed and another hercules balloon was used with no other consequences to the patient. Additional information provided by customer confirms that balloon was used in pyloric stenosis. The device was evaluated on 27aug2024 and confirmed crack in the catheter approximately 134.2 cm from distal end of the white strain relief [subject of report].

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear plastic bag. Provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report due to a crack in the catheter. The device was returned with the balloon deflated and an unknown clear substance inside. During the evaluation a functional test was performed on the returned device. A cook dilation syringe (ds-60cc-s) was filled with water and attached to the balloon inflation port. The syringe was placed into an inflation handle, and negative pressure was applied to the balloon. After applying negative pressure, the balloon was attempted to be inflated. The balloon was able to be inflated, however, it would not hold pressure. During a visual examination of the device a leakage was observed from a small crack in one of the kinked areas of the outer blue sheath of the catheter. The kink/crack was located approximately 134.2 cm from the distal end of the white strain relief. Additional kinks/bends in the catheter were also observed approximately 121 cm, 122 cm, and 137 cm from the distal end of the white strain relief. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. Note: the stem bumper from the proximal tip of the wire guide was not included in the return. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report due to a crack in the catheter. A corrective action (CAPA) has been initiated to reduce occurrences of catheter cracking, splitting, or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.